Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced a low blood glucose event while using the ilet bionic pancreas shortly after starting therapy, asked where to find algorithm decision steps, and was educated about the learning period and appropriate corrective actions. Symptoms included hypoglycemia with a lowest glucose of 70 mg/dl without loss of consciousness or other acute neurological symptoms. Outcomes included successful correction with oral carbohydrate, resolution within minutes, continued time in range, and no need for medical assistance or hospitalization. Investigation included user counseling and troubleshooting that reviewed low glucose management and device learning behavior. Investigation of this case revealed no device alarms or malfunctions beyond expected low and urgent low alerts and no device component failure. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.